Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 200 ohms. The associated lead was a non-boston scientific product. The physician planned to perform a commanded shock in the near future. No adverse patient effects were reported. This product remains in-service.